Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported at 14:30 on (B)(6) 2024, when the intubation nurse was preparing to intubate the patient, she unpacked 0668945 to check the microintubation sheath and found that there was a rupture at the front end of the microintubation sheath. No other information was provided.

Event description:
It was reported at 14:30 on (B)(6) 2024, when the intubation nurse was preparing to intubate the patient, she unpacked 0668945 to check the microintubation sheath and found that there was a rupture at the front end of the microintubation sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with a longitudinal split on the distal end of the ptfe sheath. No obvious evidence of use was observed on the sample in the returned photograph. Although damage was observed on the distal end of the sheath, no details or distinguishing features of the damage can be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.